Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/03/2014 with the following results:a review of the pump¿s black box showed evidence of a sudden voltage drop on 01/20/2014. During testing, the current draws were found to be above specifications. An intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were normal.